Event description:
It was reported a filter did not appear to open following deployment via a jugular approach. Manupulation of the filter with the sheath resulted in a complete opening without any pt complications. This device remains implanted. Therefore, no failure analysis will be available. Follow up revealed the cava had an elliptical shaped malformation. Co believes pt anatomy may have been a contributing factor to this event. Directions for use state: "do not attempt to move or manipulate an engaged filter... In most cases, a second filter, properly placed, should be implanted for protection against recurrent pe."